Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a healthcare provider (hcp) contacted boston scientific technical services (ts) to review a presenting electrogram. Ts indicated that it appears this right ventricular (rv) lead is sensing two signals and providing ventricular pacing. Ts noted that it appears to be crosstalk oversensing of possible atrial intrinsic beats. Ts also reviewed the lead trend data and noted decreases in sensing and pace impedance as well as an increase in threshold due to a low evoked response. Ts provided guidance to the hcp that this issue needs to be assess in the clinic. Subsequent information from the hcp indicates that a chest x-ray was performed to assess for lead fracture but no lead fracture was found, and lead dislodgement was not noted. The hcp indicated there were no further alerts. The rv lead was subsequently explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a healthcare provider (hcp) contacted boston scientific technical services (ts) to review a presenting electrogram. Ts indicated that it appears this right ventricular (rv) lead is sensing two signals and providing ventricular pacing. Ts noted that it appears to be crosstalk oversensing of possible atrial intrinsic beats. Ts also reviewed the lead trend data and noted decreases in sensing and pace impedance as well as an increase in threshold due to a low evoked response. Ts provided guidance to the hcp that this issue needs to be assess in the clinic. Subsequent information from the hcp indicates that a chest x-ray was performed to assess for lead fracture but no lead fracture was found, and lead dislodgement was not noted. The hcp indicated there were no further alerts. The rv lead was subsequently explanted and replaced. There were no additional adverse patient effects.